Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user expressed concern after recent supply changes and noted (B)(4) units of insulin remaining, with a reported blood glucose of 229 mg/dl and no associated symptoms; no device alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included none reported. Outcomes included no medical intervention or hospitalization. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed no device malfunction or alarm activity and no identifiable device component issue, and the cause of the elevated glucose remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.